Manufacturer narrative:
H3 and h6: annex b and annex c have been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported tower 240v. Review of the field service notes indicated that the logs were initially reviewed for the tower, but did not show any errors. Further evaluation of the logs showed that the tower had an operating room team interactive (orti) screen freeze error code. This error is not considered non-recoverable. Evaluation of the device data for the reported tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a system initialization failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic radical hysterectomy procedure, during startup, the tower system gave an non-re coverable error and a medium priority alarm sounded continuously. The start up specialist (sus) instructed the team to turn off the system using the blue startup button, wait for it to shut down until it displayed a blue pulsing light, then disconnect and reconnect the three cables, and finally restart the system to resolve the issue. There was no patient involvement.

Event description:
It was reported that prior to a robotic laparoscopic radical hysterectomy procedure, during startup, the tower system gave an non-recoverable error and a medium priority alarm sounded continuously. The start up specialist (sus) instructed the team to turn off the system using the blue startup button, wait for it to shut down until it displayed a blue pulsing light, then disconnect and reconnect the three cables, and finally restart the system to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.